Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error while trying to bolus. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The insulin pump also alarmed with a motor encoder positioning error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.